Event description:
Report received states "attached to pt and within one hour reservoir burst. Pharmacist observed split along the length of the reservoir bladder." Reporter states no leakage onto the pt - 5fu contained within infusor housing. Device contained unknown amount of 5fu; diluent and total fill volume not provided.